Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was unable to connect to the patient¿s intravenous (IV) site. This was observed while attempting to connect the male luer adapter the patient¿s IV site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received for b5, h6 and h10. B5: the event was further described as the nurse was ¿unable to connect the male luer adapter to patient¿s IV site. The adapter would not move to the end of the line when the tip protector was removed and could not be securely attached to the line.¿ h10: the device was discarded; therefore, a device analysis could not be completed. A batch review was not conducted as the reported lot number did not align with the product code that was reported for the event. Should additional relevant information become available, a supplemental report will be submitted.